Event description:
Note: this MFR report pertains to the first of two devices used during the same procedure. Refer to associated MFR report#3005099803-2012-04795 for a description of the other device. It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown.